Manufacturer narrative:
The t:slim user guide states: "never fill your tubing while your infusion set is connected to your body. Doing so can result in unintended delivery of insulin, which can result in serious injury or death." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer had been inadvertently connected to the infusion set tubing during the fill tubing step. The customer's blood glucose level did not drop below 70 mg/dl. The customer consumed carbohydrates to address the extra insulin that was received. The contact stated that they were aware that the tubing should not be connected; however, they were distracted at time of this event and once realized what had happened, the tubing was disconnected.